Manufacturer narrative:
Device evaluation: the inserter was returned to the manufacturer for analysis. Visual examination confirmed the inferior tangs were broken; the broken piece was not returned for analysis. Microscopic examination of the fracture surface revealed a fairly brittle fracture, with no indication of fatigue. Fracture initiation appeared to located at the base of the tang; consistent with bend stress overload.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the inserter is broken during the surgery. Although the instrument was used intraoperatively, no patient complications were reported.